Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately eleven months ago from date manufacturer was made aware.